Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 2 years after the dental implant was installed in patient's mouth, it was verified its loss of osseointegration.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 years after the dental implant was installed in patient's mouth, it was verified its loss of osseointegration.